Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the motor device overheated. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device did not run, was displaying an e5 error code, and the pins were pushed back in the connector. It was determined that the pin pushed back in the connector was due to the connector not being properly aligned and forced into the female connector when plugging it into console. It was determined that this caused the device not to run and the e5 error. The assignable root cause was determined to be due to user error, abuse, and/ or misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.